Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e2305 cyanosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, the patient was ill, and the patient¿s mother treated him with pedialyte. The patient then began vomiting and started ¿turning purple.¿ the patient¿s cgm was reading 43 mg/dl. No bg meter comparison was taken at this time. The patient¿s mother took him to the ER. At the ER, the dexcom was still showing 43 mg/dl, while the bg meter was reading 385 mg/dl. The patient was admitted to the ICU and was treated with IV fluids. The patient was discharged on (B)(6) 2024. The patient was stable at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values fall within the d zone of the parkes error grid in the ER. No additional patient or event information is available.